Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with residual astigmatism four months post lasik in the right eye. The surgeon reported the pre-operative measurements and treatment plan look good and there was nothing unusual that happened during the procedure. The patient might have had higher orders that were not treated. The surgeon is currently deciding if an enhancement/retreatment is the best course of action.